Event description:
Device issue: loss of vessel access. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when pulling back and advancing the thumb advancer (step 3) the device came out of the artery and the clip came out with the device and dropped on the skin. The physician picked up the clip with forceps and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(Loss of vessel access) - the device was received. Investigation is not yet complete.